Event description:
Analysis of the returned device found that the coil was separated from the pusher wire. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Visual and microscopic examination of the returned device found that the pusherwire was kinked at 2cm from the proximal end and the main coil was not attached to the delivery wire, it was detached from the fused junction. The main coil was not returned. From the information provided the most likely that the rotation of the delivery wire may have resulted in the premature detachment of the coil from the delivery wire. The labeling states: "do not rotate delivery wire during or after delivery of the coil into the aneurysm. Rotating the delivery wire may result in stretched coil or premature detachment of the coil from the delivery wire which could result in coil migration." Therefore, it was determined that user error contributed to the premature detachment of the coil from the delivery wire.